Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states she is having problems with her stimulator. Patient states last friday all of a sudden it started shocking her like crazy like the thing was turned up really high and she could not get it to shut off for over an hour. Pt states the shocking is everywhere where her leads are located and at the ins site. Patient service specialist asked if this happened in a certain position and patient states it just happened out of the blue and she was sitting on the couch and it just went crazy. Patient mentioned no falls or trauma but was in the hospital because she was super dehydrated. Patient also mentioned she is in so much pain it is not even funny because she cannot have the device on. The shocking goes away when the device is off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient does not have a managing healthcare provider as she has relocated. Agent sent email to the area reps and provided a hcp name dr. Gupta on the physician listing website .pt mentioned having a hard system to program as she has 37 electrodes and mentioned working with manny here at mdt, agent read reply.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6). Implanted: (B)(6) 2016. Product type lead section d: information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #:(B)(6), ubd: 01-mar-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.